Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw report: 3011649314-2025-01571.

Event description:
A healthcare professional reported that the glidewell ht implant failed. The patient's bone type is d3/d4. The patient presented on (B)(6) 2025 for a primary procedure on tooth # 29. The provider attempted to place the implant into site # 29 through a fully guided surgical stent that was fabricated by glidewell. On (B)(6) 2025, the implant was removed due to poor primary stability and constant bleeding around the implant site.

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results the DHR was reviewed for lot#6124069 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot#6124069 available for review. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause description "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of penicillin allergies. IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected data: b5, d1, d2. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the hahn tapered implant failed. The patient's bone type is d3/d4. The patient presented on (B)(6) 2025 for a primary procedure on tooth #29. The provider attempted to place the implant into site #29 through a fully guided surgical stent that was fabricated by glidewell. On (B)(6) 2025, the implant was removed due to poor primary stability and constant bleeding around the implant site.